Manufacturer narrative:
Device evaluation: one smiths medical cadd prizm vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to duplicated. No problem was found with the pump displaying "cassette damage" alarm message when a cassette is latched and ran during the investigation. Visually inspected the pump's event history logs showed "cassette damaged alarm" messages after power down. The root cause of the issue is unknown. Service recommended downstream occlusion sensor to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "cassette damage" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.